Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day of the event onset, the patient was hospitalized for the event. The cause of the event and treatment details were not reported. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient had not recovered from the event. No additional information is available.